Event description:
It was reported that tissue prolapse occurred. The patient presented with ischemia heart disease. Vascular access was obtained via the right radial artery. The 70% stenosed, 3.0x24mm, concentric, de novo target lesion with a significant bend of >45 degrees was located in the non-calcified and non-tortuous right coronary artery (rca). Following postdiliation of a 3.0x18mm non-bsc stent implanted in the proximal rca the patient's blood pressure dropped, st elevation was noted, and a clot was spotted within the stent resulting in slow flow. The physician administered integrillin and monitored for several minutes but there was still no flow from the distal rca bifurcation point. Pre-dilatation was then performed with a 2.0x15mm balloon at the bifurcation of the posterior descending artery (pda) and the right posterolateral segment (rpl) but there was still no flow. An intravascular ultrasound (ivus) revealed intramural hematoma was at the distal rca. Pre-dilatation was performed with a 2.5x20mm emerge balloon catheter and a 2.25x32mm synergy drug-eluting stent (des) was deployed at the distal pda. A hematoma was again observed and moved proximally from the bifurcation of the pda to the rpla to the distal rca. A 2.75x28mm synergy des was then implanted at the distal rca and was post dilated with an emerge 2.5x20mm balloon. Another ivus was performed and a 3.5x8mm non-bsc stent was implanted in the ostium of the rca. Two more ivus runs were completed and the physician noted that the mid rca was compromised. A 3.0x48mm synergy des was deployed from the proximal to distal rca. Some haziness within the 2.75x28mm synergy des was observed. Another post ivus was done and it appeared that the tissue prolapsed inside the stent. The physician post dilated the implanted stent with a 2.75x15mm nc emerge but the issue persisted. Finally, a 2.75x16mm synergy des was deployed overlapping the 2.75x28mm synergy des to complete the procedure. No further patient complications were reported and the patient's status was stable. Additionally: some haziness within the rca stent (synergy 2.75x28mm) was identified and haziness is indication of the presence of a thrombus. Also, hematoma is considered a dissection per intravenous ultrasound (ivus) classification.

Manufacturer narrative:
Device is a combination product. Device codes corrected from defective device 2588 to adverse event without identified device or use problem 2933. Patient codes corrected to add dissection 3160 and thrombosis 2100.

Event description:
It was reported that tissue prolapse occurred. The patient presented with ischemia heart disease. Vascular access was obtained via the right radial artery. The 70% stenosed, 3.0x24mm, concentric, de novo target lesion with a significant bend of >45 degrees was located in the non-calcified and non-tortuous right coronary artery (rca). Following 'post dilation" of a 3.0x18mm non-bsc stent implanted in the proximal rca the patient's blood pressure dropped, st elevation was noted, and a clot was spotted within the stent resulting in slow flow. The physician administered "integrilin" and monitored for several minutes but there was still no flow from the distal rca bifurcation point. Pre-dilatation was then performed with a 2.0x15mm balloon at the bifurcation of the posterior descending artery (pda) and the right posterolateral segment (rpl) but there was still no flow. An intravascular ultrasound (ivus) revealed intramural hematoma was at the distal rca. Pre-dilatation was performed with a 2.5x20mm emerge balloon catheter and a 2.25x32mm synergy drug-eluting stent (des) was deployed at the distal pda. A hematoma was again observed and moved proximally from the bifurcation of the pda to the rpla to the distal rca. A 2.75x28mm synergy des was then implanted at the distal rca and was post dilated with an emerge 2.5x20mm balloon. Another ivus was performed and a 3.5x8mm non-bsc stent was implanted in the ostium of the rca. Two more ivus runs were completed and the physician noted that the mid rca was compromised. A 3.0x48mm synergy des was deployed from the proximal to distal rca. Some haziness within the 2.75x28mm synergy des was observed. Another post ivus was done and it appeared that the tissue prolapsed inside the stent. The physician post dilated the implanted stent with a 2.75x15mm nc emerge but the issue persisted. Finally, a 2.75x16mm synergy des was deployed overlapping the 2.75x28mm synergy des to complete the procedure. No further patient complications were reported and the patient's status was stable. Additionally: some haziness within the rca stent (synergy 2.75x28mm) was identified and haziness is indication of the presence of a thrombus. Also, hematoma is considered a dissection per intravenous ultrasound (ivus) classification.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that tissue prolapse occurred. The patient presented with ischemia heart disease. Vascular access was obtained via the right radial artery. The 70% stenosed, 3.0x24mm, concentric, de novo target lesion with a significant bend of >45 degrees was located in the non-calcified and non-tortuous right coronary artery (rca). Following post dilation of a 3.0x18mm non-bsc stent implanted in the proximal rca the patient's blood pressure dropped, st elevation was noted, and a clot was spotted within the stent resulting in slow flow. The physician administered integrilin and monitored for several minutes but there was still no flow from the distal rca bifurcation point. Pre-dilatation was then performed with a 2.0x15mm balloon at the bifurcation of the posterior descending artery (pda) and the right posterolateral segment (rpl) but there was still no flow. An intravascular ultrasound (ivus) revealed intramural hematoma was at the distal rca. Pre-dilatation was performed with a 2.5x20mm emerge balloon catheter and a 2.25x32mm synergy drug-eluting stent (des) was deployed at the distal pda. A hematoma was again observed and moved proximally from the bifurcation of the pda to the rpla to the distal rca. A 2.75x28mm synergy des was then implanted at the distal rca and was post dilated with an emerge 2.5x20mm balloon. Another ivus was performed and a 3.5x8mm non-bsc stent was implanted in the ostium of the rca. Two more ivus runs were completed and the physician noted that the mid rca was compromised. A 3.0x48mm synergy des was deployed from the proximal to distal rca. Some haziness within the 2.75x28mm synergy des was observed. Another post ivus was done and it appeared that the tissue prolapsed inside the stent. The physician post dilated the implanted stent with a 2.75x15mm nc emerge but the issue persisted. Finally, a 2.75x16mm synergy des was deployed overlapping the 2.75x28mm synergy des to complete the procedure. No further patient complications were reported and the patient's status was stable.